Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: cust nkii prim por fem sz 2, rt p/n 621200021 l/n 1317782 n-k ii metal-backed patella, size 1 p/n 620001101 l/n 1287665. The reported event was able to be confirmed with provided op notes. The returned articular surface is fractured on the anterior surface. The articular surface is worn in multiple locations including between the condyles, left condylar lip, and inferior surface. The patella button is worn on the anterior surface and has foreign material on posterior surface. The tibial component has foreign material on inferior side. The sides and superior surface of the tibial component has multiple abrasions. The femoral component has scratches on the condylar surface, and the proximal surface has foreign material. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised due to pain and osteolysis, the returned product showed wear.